Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. The presence of chemotherapy residue > 25% was noticed in the infusor after two days of infusion. This issue occurred after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.